Event description:
It was reported that customer was writing this email regarding a product that was a result of an unfortunate injury during normal use to a patient who was under their care. The incident occurred on (B)(6) 2025. The product involved was a #16 foley catheter all silicone lot#: nghw2015. The product had been used in accordance as per usual procedure. The injury led to the patient being hospitalized overnight for observation for further hematuria and bleeding. As a precautionary measure they have removed all the silicone catheters with the same lot number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer was writing this email regarding a product that was a result of an unfortunate injury during normal use to a patient who was under their care. The incident occurred on (B)(6) 2025. The product involved was a number 16 foley catheter all silicone lot number nghw2015. The product had been used in accordance as per usual procedure. The injury led to the patient being hospitalized overnight for observation for further hematuria and bleeding. As a precautionary measure they have removed all the silicone catheters with the same lot number.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: warnings: on catheter, do not use ointments or lubricants having a petroleum base. They will damage catheter and may cause balloon to burst. After use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state, and federal laws and regulations. This is a single use device. Do not resterilize any portion of this device. Reuse and or repackaging may create a risk of patient or user infection, compromise the structural integrity and or essential material and design characteristics of the device, which may lead to device failure, and or lead to injury, illness, or death of the patient. Users and or patients within the european union, should report any serious incident that has occurred in relation to the device to the manufacturer and the competent authority of the member state in which the user and or patient is established. Users outside of the european union should report any serious incident that has occurred in relation to the device to the manufacturer and the regulatory authority of the country in which the user and/or patient is established. Precautions: do not use device if package is opened or damaged. Instructions for use: follow your facility protocol for all processes related to catheterisation, re catheterisation, stabilization and urine collection. Follow aseptic procedures outlined by your local hospital or healthcare facility. Thoroughly wash hands, wear sterile gloves, and use aseptic technique whenever handling the catheter or catheter components during insertion. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Insertion: wash hands. Use aseptic technique to prepare the patient for catheter insertion. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. Catheterize the patient using dominant hand. When catheter tip has entered bladder, urine will flow through the catheter. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.